Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen) and/or user had an inaccurate reference.

Event description:
The customer is calling because is getting reading too high. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-180mg/dl fasting. Verified the strips expire 3/19/2018. Customer confirms the strips have been stored in the kitchen and were first opened 2/20/2016. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about this result 325 mg/dl on (B)(6) 2016 at 10:11 am. The customer has stated that the date/time is incorrect.